Event description:
Abbott received multiple complaints for clinical chemistry urea nitrogen reagent lots 97642un 11 and 97668un11, where reagent cartridges have been reported to contain visible mold or particulate matter inside the r2 cartridges. Internal testing using customer returned reagents confirmed failed linearity. The suspect reagents were sent to (B)(6) laboratory which confirmed the presence of an aureobasidium species. In the failure mode, there is the potential for generating false negative/decreased urea nitrogen results. A product recall has been issued and reported under 21cfr806 for the clinical chemistry urea nitrogen reagents to the FDA (B)(4) district on september 30, 2011. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
Additional suspect lot: clinical chemistry urea nitrogen lot 97668un11, date of manufacture, 3/31/11, expiration date:. (B)(4): contamination during use. The cause of the falsely negative or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.